Event description:
It was reported that shaft break occurred. The 60% stenosed target lesion was located in the mildly tortuous and mildly calcified anterior descending artery. Following semi-compliant balloon angioplasty with a maverick balloon, a 3.50 x 20 synergy drug-eluting stent was advanced for treatment. However, it was noted that the hypotube broke. The device was removed and the procedure was completed with another of same device. No patient complications were reported and the patient status was stable.